Event description:
An endoleak was viewed during the post angiogram of the zenith modular device placement. Endoleak type was difficult to determine, but appeared to be originating at either the junction of the main body and the contralateral leg graft or the center of the leg graft. An iliac leg extension was deployed in the contralateral limb slightly above the overlap of the two grafts and down into the iliac leg graft. Completion angiogram noted a resolve of the endoleak.